Event description:
It was reported that after the catheter was placed in the pt's jugular vein and the swg was ready to withdraw, the swg became unraveled. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications to the pt as a result of this occurrence. Note: it was confirmed that the swg was removed in its entirety.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.